Event description:
On (B)(6) 2012, the lay user/ patient's reporter contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to another device. The patient's reporter reported unspecified blood glucose results with the subject meter and on the other meter, performed on an unspecified time of each other. The patient's reporter indicated the patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results are unspecified for the expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Follow-up #1(07/11/2012)- the description should have read "(B)(6) 2012, the lay user/ patient's physician contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to another device. The patient's physician's reported a blood glucose result of "14 mmol/l" with the subject meter and "9 mmol/l" on another meter, performed at an unspecified time of each other. The patient's physician's indicated, the patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported."